Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 16-0x20e6. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was advised to use multiple daily injections (mdi) as backup therapy while a replacement pump with updated software was arranged by technical support.